Event description:
It was reported that the left ventricular lead was replaced for unknown reasons on (B)(6) 2022. The patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted that the patient presented in clinic for a follow-up. The left ventricular lead exhibited high capture threshold. The left ventricular lead was capped and replaced on (B)(6) 2022. No patient consequences were noted.